Event description:
"Defective port".

Manufacturer narrative:
Taper ii; visual examination of the returend device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the port tubing located near the stainless steel connector (this is the porton of tubing located between the stainless steel connector, and the port, not between the stainless steel connector, and the band). The port tubing appears to have been melted, and this damage is consistent with damage from an electrocautery instrument. This may have been the causeof the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. The is breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follow: "deflataion of the band may occur due to leakage from the band, the port or the connector tubing". "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns, or bends, can result in tubing leak breaks and leakage". "Care must be taken during band adjustment to avoid punching the tubing which connects the access port and band, as this will cause leakage, and deflation of the inflatable section".